Manufacturer narrative:
All buttons function properly. However, moisture damage was found on the keypad traces. No ramping numbers on their own noted. All operating currents are within the specifications. Battery was inserted several times with no unexpected low battery or battery out limit alarms noted.

Event description:
The customer reported that the buttons were not working, and the insulin pump was delivering a bolus that was not programmed. The customer stated that the numbers on the screen were ramping up on their own. Advised the customer that the insulin pump would be replaced. Nothing further was reported.